Manufacturer narrative:
The device was received for evaluation. During evaluation alarmed downstream occlusion while running a loaded set after 1 minute. Upon inspection of the device it was found that force sensor scale factor calibration was out of specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The force sensor scale factor requires to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device alarmed downstream occlusion while running a loaded set after 1 minute. No additional information is available.